Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose level was 240 mg/dl. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the pump supplies were changed to address the issue.